Event description:
It was reported that, less than 6 months after implantation, their patient¿s implantable neurostimulator (ins) ¿came to the top¿ of their skin and ¿came out¿ because of infection. The ins was then removed and re-implanted on the patient¿s opposite side. Additional information was requested but was not available at the time of this report. A follow up report will be sent if any further information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the health care provider (hcp) did redo the device on (B)(6) 2011.

Manufacturer narrative:
Product ID 3093-28, lot# v675651, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).